Event description:
The customer reported that his "meter is not reading constantly." When using control solution, the readings were "not within the range suggested." He was hospitalized with "extremely low ketones" and feels that a failure of the pdm's bg meter was a contributing factor. Neither his length of stay in the hospital nor the treatment that he received was provided. The pdm will be returned for evaluation.

Manufacturer narrative:
The pdm was returned for evaluation and no problems were found. The device was tested using three different freestyle test strips with control solution; when the strips were inserted, the pdm powered on and recognized the strips as intended. All three strips gave acceptable test results within the specified control solution range. Further testing of the bg meter was then performed using a simulated strip tester (sst); all readings tested fell with specified tolerance limits. No problems were found with the pdm that would have resulted in erroneous readings or in the device "not reading constantly." It is unknown whether the customer was using test strips cleared for use with the omnipod system when testing bg levels. Through the myomnipod.com website, insulet is informing customers of the proper strips that should be used with the pdm. The website contains the following statement: "abbott diabetes care received FDA clearance for its new freestyle test strips. New and improved freestyle blood glucose test strips are intended to be used with freestyle (also know as freestyle 3 and freestyle 5), freestyle freedom and freestyle flash blood glucose meters only. Insulet is awaiting clearance from the FDA for the use of the new freestyle test strips in the omnipod pdm. Please continue to use your current freestyle test strips until insulet obtains FDA clearance." Based on investigation results, the pdm was found to operate as designed when used in conjunction with the proper test strips cleared for use with the omnipod system. No problem was found and the device would not have caused or contributed to "false-low" or erroneous bg readings, resulting in the customer's hospitalization.